Event description:
It was reported the patient was unable to establish communication between the ipg and charger. It was also reported the patient last charged the ipg approximately 1 month ago. And the patient is without stimulation. A replacement charging system was sent to the patient which did not resolve the issue. The patient is to meet with the sjm representative for a system interrogation as the next course of action. The event date is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.